Event description:
Healthcare professional (hcp) reported that patient was injected in cheeks with 0.95ml of juvéderm voluma® xc in each cheek. Two weeks later, patient had follow up and had no issues. Approximately eight days later, patient developed "one red, tender, elevated bump" at left lateral cheek. Five days later, patient had the "elevated, indurated area" evaluated. Patient was diagnosed with non-fluctuant singular delayed inflammatory nodule to left zygoma. Patient was prescribed doxycycline 100 mg po bid x 7 days and a medrol® dosepak. Redness and pain to palpitation improved. Patient was prescribed another two week dose of doxycycline 100 mg po bid. On day 20 of doxycycline prescription, patient was prescribed augmentin® 875-125 mg one tablet by mouth once every twelve hours x 7 days. Pain and redness resolved; however, an indurated nodule remained. Two days later, patient was treated with 60 units hylenex®. Three days later, patient was treated with 45 units hylenex®. Three days later, patient had follow up where nodule was smaller and still had an area of induration. Symptoms ongoing.

Manufacturer narrative:
Concomitant therapies: etracaine (blt) and cleansed injection sites with chlorhexidine gluconate 4% solution and puracyn with gauze. Post-treatment injection site was cleansed with chlorhexidine gluconate 4% solution and puracyn with gauze. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.